Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was not inspected. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service issues similar to the reported complaint or similar to the service history. The display board was previously replaced 9/25/2007 and a fault was found with the display board for this current complaint. Although the device is being returned unrepaired, it will be considered similar complaint history. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Please note: unit will not be marked received/prcd until npi is confirmed and additional information is received/ confirmed by customer as unit was received without it. (B)(4).